Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated catheter the irrigation tubing detached from the catheter's handle during manipulation. They then exchanged the catheter, however, the second catheter also experienced the same issue where the tubing detached from the handle when they were using the catheter. The replaced the second catheter, and this final catheter functioned properly, and they were able to complete the procedure without patient complications. The catheters have been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated catheter the irrigation tubing detached from the catheter's handle during manipulation. They then exchanged the catheter, however, the second catheter also experienced the same issue where the tubing detached from the handle when they were using the catheter. The replaced the second catheter, and this final catheter functioned properly, and they were able to complete the procedure without patient complications. The catheters have been received for analysis.